Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-15. H6: investigation summary bd received 4 samples from lot 1288694 and 1 sample from lot 1259252 for investigation. The samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter in the sidewall of the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there were black specs in multiple tubes."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1288694. Medical device expiration date: 2023-02-28. Device manufacture date: 2021-10-15. Medical device lot #: 1259252. Medical device expiration date: 2023-01-31. Device manufacture date: 2021-09-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there were black specs in multiple tubes."